Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt" messages, damaged belt connector, "check te" messages, can connection status flags, and service code 204) was confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. In addition, the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor, causing communication faults. The root cause for the open wire was excessive force. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged connector and that the patient was receiving can connection status flags and service code 204 (belt/monitor unusable). In addition, the patient was receiving "adjust belt" and "check te" messages.